Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with moderate calcification. Pre-dilatation was performed and the 3.0 x 15 mm xience v stent was deployed at 12 atmospheres. Post-dilatation was performed; however, it was observed that a dissection occurred distal to the stented segment. A second xience v stent was deployed to treat the dissection. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.